Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead, the rv defibrillation coil and the superior vena cava (svc) coil was beyond the expected upper range. It was noted the rv pace lead impedance was 4047 ohms on (B)(6) 2016 and the rv and svc defibrillation coil impedances were 256 ohms on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was implanted and tested via the analyzer, which yielded optimal pacing impedance measurements. The implantable cardioverter defibrillator (ICD) was then connected and high rv pacing impedance measurements were observed. It was noted there was not a connection issue, and the measurements were checked three times with the same results. The ICD was replaced and the optimal impedance measurements were observed again. Therefore, the initial ICD was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.